Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿early migration characteristics of a 180 porous-coated cup with 1-mm press fit¿ by christoph stihsen, et al, published by orthopaedic trauma surgery (2013), vol. 133, pp. 707-712, was reviewed. The authors retrospectively analyzed the clinical outcome and migration behavior of 60 pinnacle 100 shells after an average 3.8-year follow-up. Implanted products: depuy pinnacle 100 cups. 47 ceramic liners, 13 polyethylene liners, unknown femoral heads, and 10 corail femoral stems. The remaining femoral stems used were competitor products. Results: progressive radiographic identification of migration in 23 cups. No revision was needed. Radiographic mean inclination angle of 47 degrees (29.5-63.3). 10 cups were revised for aseptic loosening. There were patient reports of decrease in joint function and persistent pain. The treatment for these was not provided by the authors. There were no reported product problems with the remaining components. The liners, heads, and stems are captured in the complaint and coded for pain and medical device site joint range of motion decreased. There is one patient identified on page 710 of the text. This case is captured in the guidance document labeled (B)(6) year-old female. Please link this pc to the parent (B)(4)."

Manufacturer narrative:
Product complaint # b)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.